Manufacturer narrative:
(B)(4). (B)(6). The sample was not available for evaluation and the lot number is unknown. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a microbore non-dehp catheter extension set had no flow during use. The reported stated that ¿blood does not want to flow though the set¿ while drawing a sample. The device was being used with an unknown lab adapter. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.